Manufacturer narrative:
The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The hand-activation buttons were tested and functioned properly. The device was tested on a generator and no error codes were received. Upon further testing with a generator, it was concluded that there was a switch failure due to intermittent contact between the hand piece and the instrument.

Event description:
It was reported that there was intermittent hand activation of the buttons on the right side of the device during a laparoscopic right hemicolectomy procedure. The doctor continued to use the same instrument using the left hand buttons to complete the case. There was no patient consequence.